Event description:
It was reported that the pump had intermittent, unexpected shutdowns. There was no reported impact to the customer's blood glucose level. No additional information was provided. Customer declined follow up from tandem technical support.